Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, high impedance was measured on the analyzer. The cable measurement was changed and the measurements data was the same. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.